Event description:
Event description guidant received information that this implantable transvenous atrial lead exhibited increased pacing impedance measurements (> 3000 ohms) and loss of capture at high outputs. The physician attempted to reposition the lead, but the lead was damaged and was subsequently explanted and discarded. A competitive atrial lead was subsequently implanted and reconnected to the cardiac resynchronization therapy defibrillator (crt-d). The impedance measured greater than 3000 ohms. The physician elected to explant the device. Another crt-d was subsequently implanted and the competitive atrial lead impedance measurements were within normal limits.